Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected between june 2014 and march 2021. Author information: wert, l., et. Al. (2022). A multicenter evaluation of external outflow graft obstruction with a fully magnetically levitated left ventricular assist device. The journal of thoracic and cardiovascular surgery. Https://doi.org/10.1016/j.jtcvs.2022.09.051. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported through the research article ¿a multicenter evaluation of external outflow graft obstruction with a fully magnetically levitated left ventricular assist device¿ that heartmate 3 (hm3) may be associated with extrinsic outflow graft obstruction (eogo), outflow graft (ofg) kink or dislocation, cardiac decompensation, bleeding, arrhythmia, and death. Per the literature, eogo is defined as an external compression due to an accumulation of gelatinous substances between the ofg and bend relief. This retrospective study spanned across nine different countries and evaluated 2108 patients implanted with hm3 between jun2014 and mar2021. Of these 2108 patients, 62 were diagnosed with eogo. It was noted that 4 of the implanted patients required a postoperative surgical revision due to an ofg kink, dislocation of the bend relief, or cardiac tamponade. The mean support time until an eogo diagnosis was 953.4 days. Results found that 32.79% of patients with eogo presented with low flow alarms when admitted to the hospital. 6 patients had a combination of low flow alarms and associated symptoms of eogo, including dyspnea, anemia and cardiac decompensation. 13 patients reported dyspnea as their main symptom. 9 patients reported dyspnea and arrhythmia or angina pectoris. 3 patients reported nonspecific symptoms such abdominal pain, fatigue or epistaxis. 6 patients were asymptomatic; their eogo was diagnosed incidentally. Eogo was confirmed through both computerized tomography (CT) and percutaneous angiography (pa) scans. 24 patients received a successful re-thoracotomy with removal of a gelatinous substance. 15 patients underwent a percutaneous intervention with dilatation or stenting of the ofg. One patient required both a re-thoracotomy and percutaneous intervention with stenting. Eight patients underwent an urgent heart transplant. Three patients underwent a pump exchange. Nine patients did not have an intervention performed and were instead closely monitored. Overall, 14 patients died after their eogo diagnosis. Nine patients died while in the hospital after they were diagnosed with eogo. Two patients died before intervention could be performed. Two patients died after stenting was performed. Five patients died in the hospital following surgery; it was not specified in the literature if the surgery pertained to heart transplant, pump exchange or other means of surgical intervention. Related death MFR #: 2916596-2023-00121.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported adverse events could not conclusively be established through this evaluation. Furthermore, the reported low flow events could not be confirmed as no log files were provided for review. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and is currently available. Section 1 of this document lists bleeding, cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, section 6 entitled ¿patient care and management¿ lists cardiac tamponade, bleeding, right heart failure, and arrhythmia as a potential late postimplant complication. Lastly, section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.